Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that at the time of the explant , the system was to be sent to the lab for testing/cleaning up before they were going to send it back. The rep filled out all of the appropriate paperwork and hand delivered that along with a return mailer to the lab. The rep was assured by the lab it would be sent out the following day. That was the last that the rep saw of the device and the hcp would have no further information to share either. The issue had resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was removed due to sepsis. It was noted the patient had lost a lot of their memory due to being sick. It was noted the patient did not remember the date of onset, but said it was 3 weeks prior to implant and stated they we told they were taken to the hospital on (B)(6) 2019. The patient was given IV antibiotics and the total system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 08-jun-2019, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-may-2014, UDI# (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 28-jun-2014, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 2000 mcg/ml concentration at 1149 mcg/day, bupivacaine, 8.4 mg/ml concentration at 4.8227 mg/day dose and morphine, 2.2 mg/ml concentration at 1.2631 mg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient experienced signs and symptoms of infection of her pump area. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Pump and catheter would be removed. At the time of this report, the issue had not resolved. The devices would be returned. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 the patient was reported to be in the hospital with an infected pump pocket. The entire system was explanted/not replaced on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was infected pump pocket. The event resulted in in-patient hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.